Manufacturer narrative:
Medwatch submitted to the FDA on 09/06/2016. Article citation: ¿refinements in the techniques of 2-stage breast reconstruction,¿ matthew d. Freeman, bs, rahul vemula, md, rahul rao, ma, tim s. Matatov, md, amy l. Strong, phd, mph, ravi tandon, md, abigail e. Chaffin, md, and david a. Jansen, md, facs, annals of plastic surgery, vol. 76, supplement 4, june 2016, pp. S304-s311. These events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the senior author, dr. David a. Jansen, regarding the number of allergan devices used in the study, the causality of the reported adverse events, product information, date of explant surgery, name of explant surgeon, and if the explanted devices will be returned was requested. No additional information will be provided as further follow up is not possible as the doctor is unavailable for additional questioning. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Tissue damage may compromise tissue covering and/or wound healing, result in extrusion, and require premature tissue expander removal.

Event description:
Reported events of 5 cases of ¿tissue expander explantation¿ for patients implanted with tissue expanders and acellular dermal matrix (adm) were found within the journal article ¿refinements in the techniques of 2-stage breast reconstruction¿, annals of plastic surgery, vol. 76, supplement 4, 2016, pp. S304-s311. The event of the tissue expanders being explanted was defined in the article as ¿explanted due to extrusion or in patients that suffered cellulitis unresponsive to antimicrobial therapy.¿ to remain conservative, extrusion and cellulitis were captured for the record, as both are listed as contributing to the device being explanted. The authors indicated that the patient¿s tissue expanders were ¿allergan and mentor.¿ the author did not explicitly state how many patients were implanted with either an allergan or a mentor device. Treatment for cellulitis was ¿antimicrobial therapy.¿ the devices were ultimately explanted. The manufacturer is unknown. The affected side was not provided.